Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the aspiration was blocked during the cataract surgery. There was no patient contact. No further information would be available to provide.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample did not contain the probe, also missing was the infusion cannula assembly and, administration tubing manifold. The condition of the probe was unable to be evaluated by our lab. Without the probe we were unable to ascertain the failure mode for loss of aspiration and root cause for this event. The cassette was returned and lab stock components were used to successfully prime the device on a calibrated console to ensure no anomalies were associated with the device. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).